Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between july 12-13, 2024. The device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality such as drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow test was performed, and the flow rates were found to be within the product specification range. Evidence of continuous flow of fluid was observed during the functional flow test. Based on the evaluation result, the infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. The expected therapy time was 54 hours; however, after approximately two days, it was observed that the bladder with chemotherapy had not changed, and solution had not been infused into the patient. The treatment regimen was normal saline 250 ml and endostar 105 g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.